Event description:
Country of complaint: (B)(6). Thread breaks.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Manufacturer narrative:
Manufacturing site evaluation: samples received: five samples were received in original packaging. Analysis and results: there are no previous complaints of this batch code. There are no units in stock. A total of (B)(4) units were manufactured and distributed. Received 5 closed samples, performed a visual inspection and tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.